Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/27/2017. The device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The battery compartment was found to be intact. The pump was exercised for 24 hours and no power issues were observed. The alleged issue could not be duplicated. The display screen was dim and discolored.